Event description:
Procedure type: breast reduction. According to the reporter: needle broke off during suturing. Difficulty did not result in intended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. No anticipated extension of the incision by more than one inch. No unanticipated blood loss of 500cc or more. Surgical time was delayed by more than 30 minutes due to the product problem. Device fragment or component did fall into the patient's cavity (needle). Device fragment not left in the patient. X-ray was used to find the needle.

Manufacturer narrative:
(B)(4).